Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 2000 mcg/ml of baclofen at 609.2 mcg/day via an implantable pump for intractable spasticity. It was reported the physician wanted to perform troubleshooting to check if the pump was malfunctioning. The patient had been calling their hcp's clinic and would report they were getting "too much or too little and needs her pump adjusted." It was reported the patient had experienced baclofen toxicity. It was unknown when the issue began, it was indicated the issue had been occurring for the last few years. It was reported the patient had ms (multiple sclerosis) and has had four intermittent episodes of sudden unexplained encephalopathy with no focal findings. The physician stated the patient had fatigue, lethargy, and was difficult to arouse. The physician stated the patient has had a negative drug screen, no metabolic findings and negative lp (lumbar puncture). The physician reported the patient's eeg (electroencephalogram) was diffusely slow similar to a encephalopathic eeg (drowsy and tired). The physician reported that 4-5 days before this event occurred the patient had significant increased tone in their legs. It was reported the patient was "floppy" the day before, (B)(6) 2019. The physician inquired about overinfusion. The physician stated at the previous refill 2019-apr-19 the expected reservoir volume was 2.9 ml and the actual reservoir volume was 5 ml. The pump logs were checked and there were no alarms. It was indicated these episodes occurred mid refill cycle, not during or shortly after a refill. No further complications were reported or anticipated.

Manufacturer narrative:
Patient code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.